Manufacturer narrative:
On (B)(6) 2024 customer is claiming false negative because they tested negative with ihealth brand test then positive with a "separate box" (either means same brand or possibly different brand). Contact the customer on (B)(6) 2024 to provide more investigational information,but as of (B)(6) 2025 , no reply from the customer. Doctor's test was not specified. No purchased information provided,unable to determine if the product used by the customer is an authentic product,and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: hello. Upon opening this box of covid tests today, I discovered there were no swabs to perform the test enclosed in the box. I attempted to do a test with a regular q-tip swap that I already had at home. It showed negative result. Then I used a test from a separate box that I have and it showed covid positive. Please send me a new box of covid tests that is fully equipped with all the necessary items to perform the test, and please do not charge me again for the new box, as the first box contained no swaps. Thank you.